Manufacturer narrative:
E1. Initial reporter fax #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hangup and hemolysis occurred with 200 tubes and abnormal nse results occurred with 15 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received seven photos for investigation. Evaluation of these photos indicated red cell hang up, but no hemolysis or erroneous results could be identified. A total of 100 retained samples were visually inspected, and no additive defects relating to red cell hang up, hemolysis, or erroneous results were found. Complaints for sample quality were not under statistical control for the month of march 2025, therefore factors that may contribute to red cell hang up and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode hemolysis via clinical investigation because the defect was not evident in the testing of the complaint lot samples. However, bd was able to duplicate the customer's indicated failure mode red cell hang up because a degree of the defect was replicated with retention samples. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for neuron-specific enolase (nse). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell hang up based on customer photo analysis and clinical investigation. This complaint has not been confirmed for the indicated failure modes: hemolysis and erroneous results-nse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hangup and hemolysis occurred with 200 tubes and abnormal nse results occurred with 15 tubes. No adverse impact was reported regarding the patient or user.